Manufacturer narrative:
Pre and post samples were submitted to ocd for investigation. Negative antibody screen results were obtained with both 8ss444 and an add'l lot of 0.8% surgiscreen. Further investigation was not possible due to insufficient sample and hemolyzed state of samples.